Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited adhesive around the objective lens peeled. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect was caused by external factors or mishandling. However, a definitive root cause of the reported issue could not be determined. The instruction manual states the detection method associated with the event in 'chapter 3 preparation and inspection, 3.3 inspection of the endoscope''. Olympus will continue to monitor field performance for this device.